Manufacturer narrative:
Siemens is investigating and has requested additional information. A patient who had previously been (B)(6) for (B)(6) reportedly developed (B)(6) during transplant related immunosuppression after an autologous bone marrow transplant (patient is donor and recipient). It is unclear how the (B)(6) affected the clinical course and if there was any harm associated with (B)(6). The patient appears to have been (B)(6), as it is stated they became (B)(6) during (B)(6). Use of antiviral therapy for reduced (B)(6) risk is dependent on (B)(6) status (less risk if (B)(6)) and the immunosuppression therapy being utilized, which affect the probability of (B)(6). Lower risk patients (ex. Hbsag negative and certain lower risk therapies) may only be monitored for hbv reactivation prior to use of antiviral therapy. Per the intended use of the advia centaur xp assay, the anti-hbct assay is intended to be used as an aid in diagnosis, in conjunction with other hepatitis b virus serological markers. The results of other laboratory testing that is typically used in conjunction with anti-hbct during transplant assessment of donors and recipients, such as hbsag, anti-hbs, and/or hbv nucleic acid, are not known from pre-transplant testing. Clinical practice varies in use of pre- and post-transplant vaccination and antiviral treatment, which if used would mitigate the potential for injury. This event occurred in (B)(6). The (B)(6) instructions for use # 10491867 revision y states the following in the intended use section: "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbc total) in human serum or edta plasma using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown. This assay may also be used in testing serum and plasma specimens to screen donors whose cells, tissues, and organs are intended for transplant. The advia centaur hbc total assay may only be used with specimens obtained while the donor's heart is still beating. This assay is not indicated for use with specimens from cadaveric (non-heart-beating) donors. This product is not intended for testing or screening pooled specimens from more than one individual, or for use in screening blood or plasma donors for transfusion." The above intended use has not been cleared in the united states of america (us). The us instructions for use states the following in the intended use section: "the advia centaur® hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbc total) in human neonatal, pediatric, and adult serum or plasma (potassium edta, or lithium or sodium heparinized) using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The (B)(6) instructions for use # 10491867 revision y further states the following: "the performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients." "Anti-hbc total assays detect both igm and igg anti-hbc responses. Most often levels of anti-hbc will coincide with detectable levels of other hbv markers. Rarely, anti-hbc may be the only detectable hbv marker. This may occur during the brief period when hepatitis b surface antigen (hbsag) has been cleared from the bloodstream and before antibodies to hepatitis b surface antigen (hbsag) become detectable. For this reason, the use of anti-hbc total assays to detect acute infection is not recommended. Anti-hbc total assays should be used in conjunction with other marker assays to assess current or past exposure to hbv." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." "If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results." "As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Siemens was informed that a patient who had previously been (B)(6) for (B)(6) developed (B)(6) during transplant related immunosuppression after an autologous bone marrow transplant (patient is donor and recipient). Siemens has requested additional information from the customer, including detailed clinical history of the patient. The information attributed to this event is derived from information submitted to the siemens complaint handling system and has not been verified.

Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR with the FDA on 10/29/2019. Additional information from 12/12/2019: siemens healthcare diagnostics has completed the investigation into the alleged false negative hepatitis b core total (hbct) obtained on one patient sample. The initial sample was run on (B)(6) 2018 and had an advia centaur xp hbct result of 0.48 index on kit lot: 102 with a negative ahbs value. Hbs was run and was initially positive and repeated with a negative result indicating there may have been preanalytical factors with the sample. Alternate method testing produced a weak positive for hbct and negative hbs. The customer provided siemens with three serum samples from the same patient for investigation. Results on advia centaur xp hbct kit lot: 134 were 0.48 index, 0.47 index and 0.48 index respectively. Based on the profile, the interpretation is unclear. There are four possibilities for hbs -, hbct + and ahbs -. It may be a resolved infection, a false-positive hbct, a low level chronic infection or resolving acute infection. Siemens is unable to determine the exact cause without further medical information. As per instructions for use , 10491867 rev. Y, 2019-08, "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbc total) in human serum or edta plasma using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." There was no data provided that indicated that the overall sensitivity or specificity of the assay was not being met therefore there is no product non conformance identified. Based on the investigation, no product problem was identified. No further evaluation of the device is required.